Event description:
IV tubing problems: drip chambers leaked at the bottom where tubing is attached on 7 occasions over 8 days time. The drip chamber came apart from tubing when package was opened on 1 occasion. Rn's (many different ones) and 1 pharmacist encountered these problems - always when fluid bag was spiked. Serial number the same on all tubing except one time. Tubings, packaging and dates of occurrences given to materials distribution.